Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse guided the customer through touchscreen calibration and verified the touch responds accurately across the display.

Event description:
It was reported that the touchscreen was inaccurate. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified: estimate used.